Event description:
It is reported that a customer had issues with their sensor communicating with their insulin pump. The patient's blood glucose level was 160 to 170 mg/dl at the time of the call. The customer stated that the pump falsely displayed that the customer was at 50 to 57 mg/dl. The customer's insulin pump would not stop alarming on (B)(6) 2014. The customer was offered further assistance and was advised to contact the health care provider. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.